Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An hcp later reported that the cause of the shocking was not determined. Electrical and therapeutic impedances were reviewed and were normal. They were also unable to bring on the shocking feeling in clinic. The patient allegedly had not reached out to the physician with further complaints regarding the shocking. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0zcs0, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0zcs0, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient felt a shocking sensation in their ear to their burr hole on both sides, along the lead. It was happening at random and occurred anywhere from 2 to 30 seconds. There was no clear pattern of location that it was occurring along the head, and there was not any head position or anything the patient was doing in particular that would cause it. The patient tried to recreate the shocking sensation but could not. The impedances were normal. Right side: 1680 ohms at 2.584 ma on 2- and case. Left side: a - 1386 ohms at 2.44 ma; b - 1581 ohms at 2.584 ma; c - 941 ohms at 3.007 ma on two monopolar groups and one bipolar. It was noted the shocking sensation could occur while the patient was using any particular group. Caller said they ran impedance at 1.5 volts on the left and 3.0 volts on the right. The caller indicated they were not clear on the cause but would consult others on the matter. No further complications were reported as a result of this event.